Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier did hold a clip while the surgeon was attempting to clamp on tissue. The clip fell inside the patient but was retrieved during the same surgical procedure. The surgeon used a backup instrument to complete the procedure robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument and performed failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip appliers opened and closed properly. The instrument was fully functional. No product issue was found.